Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event. During review of the event, it was found that in addition to the timestamp being incorrect, result flags were also affected. An investigation into this event shows this issue only affects centralink v.16 and only occurs when certain criteria is met: multiple results are received for the same request, previous and current result is validated in centralink, and the upload of the multiple results to laboratory information system (lis) occurs in the single upload. This issue would not occur if the first result was validated and uploaded and then the second result came in and then was validated and uploaded. It was confirmed that only aspiration timestamp and flags of results are affected. Siemens is investigating the event.

Event description:
The customer reported that when multiple results are received and validated for a single request, all results received may have the aspiration time stamp associated with the very last result uploaded through centralink. There are no known reports of patient intervention or adverse health consequences due to the incorrect time stamp.